Event description:
During placement of oblique distal locking screw the drill bit was damaged and broke inside the nail. The drill bit was deep within the bone and stable. Decision was made to retain the drill bit within the intramedullary canal as it was stable and providing fixation along with 3 other screws.